Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's left ventricular (lv) lead exhibited unspecified out of range pacing impedance measurements. No adverse patient effects were reported. Available information indicates that the product remains implanted and in service.